Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained by the customer on three pt samples. Pt (B)(6) was transferred to a cardiac clinic and repeat troponin testing was performed. The repeat troponin test result was negative and the pt was returned to the initial facility without further treatment. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results for all three pts.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. It is suspect that sample handling may be a contributing factor. The instrument is performing within specs.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained by the customer on three pt samples. Pt (B)(6) was transferred to a cardiac clinic and repeat troponin testing was performed. The repeat troponin test result was negative and the pt was returned to the initial facility without further treatment. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results for all three pts.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained by the customer on three pt samples. Pt (B)(6) was transferred to a cardiac clinic and repeat troponin testing was performed. The repeat troponin test result was negative and the pt was returned to the initial facility without further treatment. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test results for all three pts.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. It is suspect that sample handling may be a contributing factor. The instrument is performing within specs.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. It is suspect that sample handling may be a contributing factor. The instrument is performing within specs.